Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -litigation alleges that patient has experienced pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, multiple dislocations, and lack of mobility. Doi: (B)(6) 2002, dor: none reported (unknown side). Patient is a resident of (B)(6). Update (B)(4) 2013- litigation papers received. The doi was provided, (B)(6) 2002.. Part/lot was identified through an invoice search. (Left hip). Update: (B)(4) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate the patient was implanted with depuy product on (B)(6) 2002 and revised on (B)(6) 2004 because of a loose stem and metal debris from cables placed on (B)(6) 2002 due to an osteotomy. The patient was revised again on (B)(6) 2010 because of pain, subluxation, metallosis, loose stem, and alval. Records are available for further review.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code w24er1011,1041023, 926027, w24er1013, 858632, 1023416, w2vf51023, ycy24, w24er1012, wf4kf1023 or w11f71014. A search of the complaint database finds additional reported incidents against lot code 1209853 and 1044505 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. Medical records were received and reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges loosening of stem and metallosis.